Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure performed on an unknown date. The patient's physician indicated the hydrogel was injected into the rectal wall and has been there for six months. The issue was reported as ongoing. The patient's current condition is unknown. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.